Event description:
It was reported that the pacemaker was unable to be interrogated. No intervention was performed. The condition of the patient is unknown.

Event description:
Additional information received notes that the pacemaker exhibited failure to interrogate. The pacemaker was explanted and replaced. The condition of the patient is unknown.

Manufacturer narrative:
The reported events of inability to interrogate was confirmed. As received, the device had no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was at normal level. Hybrid circuitry was tested by connecting to an external power source. Test results indicated normal current drain a manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Manufacturer narrative:
Further information was requested but not received.